Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 1 device was received. 11 device investigation types have not yet been determined. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 events were previously reported during the reporting period; however, 3 previously reported events in this report should have been included under MFR report # 3015967359-2022-01450. 2 previously reported events in this report should have been included under MFR report # 3015967359-2023-00098. 7 previously reported events are included in this follow-up record. Product return status: 7 devices were received.